Event description:
It was reported to boston scientific corporation that a radial jaw 4 gastropediatric single-use biopsy forceps was to be used during a biopsy procedure performed on (B)(6), 2012. According to the complainant, during unpacking for the procedure, a foreign matter like hair was seen inside the device pouch. The procedure was completed with another radial jaw 4 gastropediatric single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 gastropediatric single-use biopsy forceps was to be used during a biopsy procedure performed on (B)(6) 2012. According to the complainant, during unpacking for the procedure, a foreign matter like hair was seen inside the device pouch. The procedure was completed with another radial jaw 4 gastropediatric single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination found that the device returned with foreign material (a hair) within the sealed device pouch. No functional testing was performed. The condition of the returned incident device was consistent with the complaint of foreign material present inside unopened package. Although the current manufacturing controls include extensive inspections to ensure that all finished devices meet specification, this product failed to meet specification. Therefore, the most probable root cause is manufacturing. However, an investigation is underway to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).